Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a very high number of blocked foley catheters over the weekend more than usual and wondered if were aware of issues with bard catheters, and they just cut open a size ch14 and found the lumen very tiny and did an experiment and cut another batch number and lumen slightly larger. The batch number is ngkso211. Smaller lumen than other batch number. Unsure if this was related to the high calls outs but thought would ask.